Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99030. Supplemental rationale: corrected data: b5, h6, h11, 43 previously reported events were included in this follow-up record. Product return status: 43 devices were evaluated based on historical data analysis. Evaluation findings (results/components): 43 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition: 43 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 43 events for the failure: overheating of device. - 39 events had problem identified during non-clinical procedure; there was no patient involvement. - 4 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 43 events were reported for this quarter. Product return status 43 devices were evaluated based on historical data analysis. Additional information 43 devices were not reprocessed or reused.

Event description:
This report summarizes 43 events for the failure: overheating of device. - 39 events had problem identified during non-clinical procedure; there was no patient involvement. - 4 events had no health consequences or impact.